Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device lot number, catalogue number and UDI section of d4 is unknown, no product information has been provided to date.

Event description:
It was reported that a tracheal tube turned blue after being processed. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample and two photos were received for evaluation. Visual inspection found it was observed a blue condition on the pilot balloon, connector, and tube. The complaint was confirmed. Manufacturing process was reviewed to see if there were any blue sources that might stain the samples - no blue sources were found in the process. Based on visual inspection and reviewing of manufacturing process where no sources of blue contamination were found the most probable root cause is that damaged occurred after product left facilities. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).